Event description:
Customer's father reported via phone the insulin pump alarmed power error detected. Customer's blood glucose was 8.0 mmol/l. Alarm occurred a few days ago and the device lost power even though the battery was changed. Alarm reoccurred during the night. Customer was not present at the time of the call unable to perform troubleshooting. Customer's father was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The device received pump error 25 due to non-sleep anomaly software error.